Event description:
When administering immunizations x 2 injections, the immunization solution did not advance to intramuscular route (im) but stayed in the syringe. A second injection/needle was needed to administer the immunization. Recently we started using a new needle: easy point needle 25g x1" ref 85211, which has a retractable needle which you press on the side for the needle to retract before pulling away the syringe from the area - this brings an extra step in the administration. I believe this only happened because of this new needle mechanism, which is very unfortunate. Because of this extra step, I believe I didn't push the solution in the muscle. I will not use this mechanism when needle is in muscle from now on. Nurses are having difficulty with this type of needle.